Event description:
Left arm. Site prepped with chlorhexidine 2%. Aseptic technique observed for line placement. The 20 guage 10 cm bard powergluid midline catheter placed and advanced over wire to half length 5cm. Catheter bunching noted on advancement. Catheter, needle and wire all removed at the same time, in unison, mild resistance noted. Examination of catheter, wire and needle revealed approximately 4 cm of the catheter not present. Ultrasound examination in cross sectional and longitudinal views shows the partial catheter in the basilic vein, approximately a 4 cm portion, end to end. Veinous tourniquet left in place and tied secure above the catheter. Radial pulse left wrist palpable. Pt taken to special procedures to remove the retained 4cm catheter tip. Pt was appreciative of care given. Circulation to hand/arm wnl. Dates of use: (B)(6) 2014 - (B)(6) 2014. Diagnosis or reason for use: using for IV peripheral access.